Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrin sically over-rotated. The guide tooth of the lead was extrinsically damaged. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant, the lead had failed. No further details were available from follow up. The lead was removed and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.